Manufacturer narrative:
Date of report : 18jul2019, date rec¿d by MFR :16jul2019. The gas delivery system assembly (gds) was returned to the manufacturer's failure investigation (fi) lab for evaluation. The data acquisition (da) printed circuit board assembly (pcba) and oxygen solenoid valve was disassembled from the gds and not returned with the gds assembly. Visual inspection of the gds revealed no evidence of damage or contamination. The fi test data acquisition (da) pcba and oxygen solenoid valve will be installed to the gas delivery system (gds) assembly. The gas delivery system (gds) assembly will be installed in the fi test ventilator in an attempt to duplicate the reported problem. From testing, it was determined that the test ventilator utilized with the returned gds passed all testing, and no errors were generated. Root cause: the reported complaint of a ventilator in which the air flow accuracy was out of specification was not confirmed or reproduced. No failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11july2019. The manufacturer¿s international service technician confirmed the reported issue and replaced the flow sensor assembly to address the reported problem.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported a ventilator in which the air flow accuracy was found to be out of specification. There was no patient involvement.